Manufacturer narrative:
Investigation summary: a device history record review was performed for provided lot number 9275834. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, two picture samples were provided for evaluation by our quality engineer team. Through evaluation of the picture samples, foreign matter was identified. Our engineering team performed an inspection of the assembly process and packaging area in an attempt to detect a potential source of this defect. The quality team determined that the air dispenser system had an obstructed air flow. The purpose of this equipment is to remove loose foreign matter from the device. Unfortunately, this obstruction was not identified during the production process. In response to this incident, a quality alert was issued to the responsible team and updates were made in regards to preventive maintenance; to ensure that these potential obstructions are detected in the future. Investigation conclusion: bd was able to duplicate and confirm the failure mode with the photos provided. Based on photos evaluation, the reported defect could be observed and confirmed in our device (black points in the needle cover and fluff in the slide clamp). Engineering team performed an inspection to assembly process and packing area with the intention of finding some source that could cause the reported defect. Team could observe that the air dispenser system has few clogged holes that obstruct the air flow in the de-ionizer chamber equipment (loaded area). The purpose of this equipment is removing part of the foreign matter loose that the device could bring. Unfortunately, the personnel of the packaging area were not able to identify these foreign matters before to be placement the units inside of the dispenser. DHR was reviewed and no qns or other events were found related to the complaint stated by the customer. According to sampling plan applied for product performance, this lot was accepted. Root cause description: root cause can be related with the air dispenser system (few clogged holes) and, the personnel was not able to identify these defects in packaging area. Rationale: a new task was added as corrective action to preventive maintenance (form 3850), the team will verify the air dispenser system (clogged holes).

Event description:
It was reported that 32 bd saf-t-intima¿ IV catheter safety systems were found with "black points" and foreign particles in them before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "black points in product and a strange particle."